Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the balloon was inflated and when the syringe was removed, the plastic check valve from inside the inflation valve dislodged and flew out. The balloon was then deflated. A replacement device was used to complete the procedure. There was no pt complication reported by the hosp.

Manufacturer narrative:
Investigation results: the visual inspection showed that the black check valve appeared to have been re-inserted into the luer fitting prior to shipping. A small piece of the valve body at the tip had been broken off. The balloon was then inflated with 25 cc of air. The balloon inflated properly, but upon the removal of the syringe, the valve backed out of the luer fitting. Although the valve did not completely dislodge at the time of the investigation, the movement of the valve is an indication of malfunction. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).